Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that his upper back had been bothering him and it was getting worse and worse. The patient stated he didn¿t have a program for his upper back. The patient wanted to meet with a manufacturer representative for reprogramming. The patient was going to be seen on monday for a doctor¿s appointment. The indication for use was spinal pain. No device issue reported. Additional information received from a manufacturer's representative. It was reported that the representative met with the patient during the appointment to review their recent x-ray for possible lead migration. The patient reported sudden loss of therapy approximately 2 months ago and the patient confirmed they had no falls or trauma that may have contributed to the loss of therapy. The physician confirmed that there was no lead migration and there was good midline lead placement. The representative spent over an hour reprograming the patient but was unsuccessful at finding coverage in the patient's painful areas of their back. The highest coverage they could find was in their groin and buttocks. The patient's pain pattern was in their back only. The impedances were normal. The issue was not resolved and the patient was advised to schedule another appointment with their physician to discuss their options. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the loss of therapy was not determined. The patient had been instructed to schedule an appointment with the healthcare provider and representative to discuss their options. The loss of therapy had not been resolved.